Event description:
The customer reported that the heartstart mxk has a leaky battery. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.